Manufacturer narrative:
The patient's system remains implanted. The infection has cleared. This is the final report.

Event description:
The patient experienced fluid buildup and inflammation at the implant site. The surgeon opened the pocket and flushed it out with an antibiotic solution. The patient was placed on antibiotics for 10 days.